Manufacturer narrative:
Correction: h10: h5 product event summary: the two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. However, it was observed that one of the cell pairs of the battery (B)(6) was not able to hold charge as expected. Supplemental testing revealed an internal battery cell pair had degraded cells. This is an additional observation not related to the reported event. Based on the recorded cycles/usage pattern, the degradation of the internal cell pair is expected as the battery was not in use for extended periods of time. The battery could provide enough power to operate the controller and pump under nominal operating conditions for more than two hours as per the IFU. Logs pertaining to the controller in use during the reported event, the controller, revealed one critical battery alarm due to the battery (B)(6) depleting to 10% relative state of charge (rsoc). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to the patient allowing the battery to deplete below 10%, triggering a critical battery alarm. Additional products: d4: serial #: (B)(6). D10: yes, return date: 08-feb-2019. H3: yes. Dev rtn to MFR? Yes. H5: no. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 19. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery, battery / serial #: (B)(4) / model #: 1650de / catalog #: 1650de / expiration date: 2017-02-28, UDI #: (B)(4). Device evaluation anticipated, but not yet begun; mfg date: 2016-02-28. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had critical battery alarms for two batteries. The batteries were exchanged. No patient complications have been reported as a result of this event.